Event description:
Customer reported that they received the slit knife 3.0mm angl sngl bev w/safety with a retracted shield (378230 lot 6050737 ). There were 28 shields reported retracted for the same catalog and lot number. The customer did not specify the date in which they found the shields to be retracted. There was no injury reported to patient or user.